Event description:
It was reported during the sensor implant procedure the patient was coughing heavily and blood was noticed in the sputum. Suction was used to clear blood from her mouth. Pressure readings were taken and the catheter was removed. Reportedly the patient was stabilized and bleeding was resolved. Later it was reported the patient passed away on (B)(6) due to retroperitoneal bleed.